Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by allowing the pump to run out of battery and then plugging it into the charger, which reset the pump. A replacement pump will be provided through another case addressing this malfunction. The customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.